Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant was placed, in ada site #14 of the patient's mouth, non-osseointegratin was observed. The patient presented with bone type ii. Local infection, periodontal disease, poor bone quality/quantity as well as mobility, bleeding and bone resorption were involved in the event. The patient is allergic to sulfa/narcotics.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that 4 months after the dental implant was placed, in ada site #14 of the patient's mouth, non-osseointegratin was observed. The patient presented with bone type ii. Local infection, periodontal disease, poor bone quality/quantity as well as mobility, bleeding and bone resorption were involved in the event. The patient is allergic to sulfa/narcotics.